Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with tubing became disconnected below the split septum at the tubing and blood gushed out. There was no report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. Investigation summary: no testing or observations could be performed as no units were returned for evaluation. DHR review: the lot was built on nfa line 1 from 3may2018 through 7may2018 for the amount of (B)(4) ea. Qn (B)(4) for ¿ext tube adhesive oos¿ could be potentially related to this incident. Disposition, root cause and corrective actions for the quality notification are currently in process. Td 2018-23 (adhesive deep cleaning) and td 2018-29 (adhesive valves purge) were in placed during the production of the lot # related to this investigation. All other challenge, set up and corrective actions were performed according to the quality control plan and all passed per specifications. The defect described in the product incident report was not identified or confirmed; as units nor photos were not provided for this incident, therefore a definite root cause could not be established. Review of the end user risk analysis (eura) shows the failure mode of detached extension tubing was caused by an insufficient amount of adhesive dispensed to fully bond the tubing to the catheter adapter. Based on the customer¿s description, the effects of the device failure were leakage that did not require medical intervention and a second piv insertion. Rm5796 rev 16(o) nexiva p-eura identifies the failure mode of extension tubing detached from the catheter adapter with cause of failure being insufficient adhesive, and it states that the effects of minor leakage and two or more piv insertions have a limited severity with ranking s2. The end user effects of minor leakage and two or more piv insertions have occasional occurrence of o3 (=100 ipm) for the failure mode of extension tubing detached from catheter adapter. With limited severity and occasional occurrence, the risk to the end user is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with tubing became disconnected below the split septum at the tubing and blood gushed out. There was no report of injury or medical intervention.